Event description:
It was reported, the video system center experienced lost and incorrectly displayed images. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, a field service engineer was dispatched to evaluate the device on site. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.